Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was stable and had no consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Device was received above elective replacement indicator (eri) level with a cautery mark on the can visual, electrical, mechanical, and longevity analysis all indicated normal functionality, with no findings related to the header field concern. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device.